Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower colectomy, on the rectum, the device did not fire, the technician down below saw green and could not get the safety release to open. The doctor broke scrub and had difficulty. Finally it released and when they pulled out they had two doughnuts but the anastomoses was devoid of staples and it disintegrated. They did not have length to redo anastomosis and created a colostomy to complete the case. The patient was hospitalized for 3 days.